Manufacturer narrative:
H6: investigation summary during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history records for batch 1092303 were satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batches 1092303 retention samples from batch 1092303 were not available for inspection. One photo was received for investigation of the complaint. The photo shows the surface of a plate with one bacterial colony on the surface. No plate prints or product labels are visible for batch verification. Without batch verification, this complaint cannot be confirmed by the photo provided. No return samples were received for investigation. This complaint cannot be confirmed. Bd will continue to trend complaints for contamination. H3 other text : see h10.

Event description:
It was reported that while using bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that customer reporting bacterial contamination in item 221261 - plate trypticase soy agar 5% sb - lots 1077983, 1092303, and 1113562. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that customer reporting bacterial contamination in item 221261 - plate trypticase soy agar 5% sb - lots 1077983, 1092303, and 1113562."